Event description:
It was reported that the subject device had foggy image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the issue was identified during a radical cholecystolithiectomy, the lens was fogged, resulting in blurred and white images, and the target could not be clearly observed. The procedure was completed using the same set of equipment. There were no reports of delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle back end is damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of universal cord sheath, but the cause of the universal cord sheath failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.